Event description:
It was reported that post procedure with the flow diverter six month follow up imaging reveled that subject has 50-75% stenosis within subject flow diverter. As per site reporting, pre-procedure angio performed showed 0-25% parent vessel stenosis. No additional information is available.

Manufacturer narrative:
The subject device is implanted inside the patient's vasculature.

Event description:
It was reported that post procedure with the flow diverter six month follow up imaging reveled that subject has 50-75% stenosis within subject flow diverter. As per site reporting, pre-procedure angio performed showed 0-25% parent vessel stenosis. No additional information is available. 1-dec-2022: it is reported that reviewer #1 has assessed 75-100% stenosis within flow diverter on six month follow up imaging. Therefore both revivers (1 and 2) have assessed the stenosis at 6 months in this patient and determined that the stenosis is >50%. Additional information received on 3-apr-2023 reported that the patient has 50-75% stenosis within subject flow diverter noted at the 12month follow up imaging and also the thromboembolism assessment indicated of a non-occlusive thrombus in parent artery within the subject flow diverter as per reviewer #1 assessment.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Information provided indicated that six month follow up imaging , reviewer #2 it is noted that patient has 50-75% stenosis within flow diverter. Additional information received on 1-dec-2022 noted that reviewer #1 has assessed 75-100% stenosis within flow diverter at the six month follow up imaging. Therefore both core lab reviewers now have assessed the stenosis at 6 months in this subject and determined that it is >50%. At pre-procedure angio showed parent artery stenosis was 0-25%. Additional information received on 3-apr-2023 indicated that the patient has 50-75% stenosis within subject flow diverter noted at the 12month follow up imaging and also the thromboembolism assessment indicated of a non-occlusive thrombus in parent artery within the subject flow diverter as per reviewer #1 assessment. The anatomical location being treated was the carotid artery-clinoid (c5 segment). There was no reported medical intervention performed to treat the stenosis, stenosis is per core lab reading. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to the as reported 'patient parent vessel stenosis' and 'patient vessel thrombosis'.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Information provided indicated that six month follow up imaging , reviewer #2 it is noted that patient has 50-75% stenosis within flow diverter. Additional information provided by the customer indicated the total procedure time was 163 min. At pre-procedure angio showed parent artery stenosis was 0-25%. The anatomical location being treated was the carotid artery-clinoid (c5 segment). There was no reported medical intervention performed to treat the stenosis, stenosis per core lab reading. After reviewing the core lab report, it is noted that reviewer #1 has assessed 75-100% stenosis within flow diverter at the 6month follow up imaging. Therefore both core lab reviewers now have assessed the stenosis at 6 months in this subject and determined that it is >50%. After reviewing the march core lab report it was reported that the patient has 50-75% stenosis within flow diverter noted at the 12month follow up imaging and also thromboembolism assessment indicated ¿non-occlusive thrombus in parent artery within the surpass evolve flow diverter¿ per reviewer #1 assessment. Additional information received on 4-oct-2023 -the subject was found with >50-75% stenosis at 6 mo and 12mo as reported previously. In addition, there is significant but stable fishmouthing which is causing severe stenosis that is flow limiting at the distal end of the stent, since prior angiography per information from the site. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to the as reported 'stenosis with stent deformation' and 'patient vessel thrombosis'.

Event description:
It was reported that post procedure with the flow diverter six month follow up imaging reveled that subject has 50-75% stenosis within subject flow diverter. As per site reporting, pre-procedure angio performed showed 0-25% parent vessel stenosis. No additional information is available. 1-dec-2022: it is reported that reviewer #1 has assessed 75-100% stenosis within flow diverter on six month follow up imaging. Therefore both revivers (1 and 2) have assessed the stenosis at 6 months in this patient and determined that the stenosis is >50%. Additional information received on 3-apr-2023 reported that the patient has 50-75% stenosis within subject flow diverter noted at the 12month follow up imaging and also the thromboembolism assessment indicated of a non-occlusive thrombus in parent artery within the subject flow diverter as per reviewer #1 assessment. Additional information received on 4-oct-2023 reported that the patient was found with >50-75% stenosis at 6 mo and 12mo as reported previously. In addition, there is significant but stable fishmouthing which is causing severe stenosis that is limiting flow at the distal end of the subject stent. No neurological deficit was reported due to the reported event. No re-treatment was conducted.

Event description:
It was reported that post procedure with the flow diverter six month follow up imaging reveled that subject has 50-75% stenosis within subject flow diverter. As per site reporting, pre-procedure angio performed showed 0-25% parent vessel stenosis. No additional information is available. (B)(6)2022: it is reported that reviewer #1 has assessed 75-100% stenosis within flow diverter on six month follow up imaging. Therefore both revivers (1 and 2) have assessed the stenosis at 6 months in this patient and determined that the stenosis is >50%. Additional information received on 3-apr-2023 reported that the patient has 50-75% stenosis within subject flow diverter noted at the 12month follow up imaging and also the thromboembolism assessment indicated of a non-occlusive thrombus in parent artery within the subject flow diverter as per reviewer #1 assessment. Additional information received on 4-apr-2023 reported that the patient was found with >50-75% stenosis at 6 mo and 12mo as reported previously. In addition, there is significant but stable fishmouthing which is causing severe stenosis that is limiting flow at the distal end of the subject stent. No neurological deficit was reported due to the reported event. No re-treatment was conducted. Additional information received on 06-dec-2023 reported that patient had adverse event ae# 2 migraine that started (B)(6) 2023, pain on the right side. Pain worse (B)(6) 2023 and stopped on (B)(6), zolpidem: 10 mg- qd- once a day-oral. This ae is not related to the study procedure, dapt,other stryker devices, disease under study, possibly related to study device and underlying condition or disease. No other information is available. Additional information received on 06-dec-2023 reported the presence of persistent significant distal reaction from fishmouthing with in-stent stenosis causing flow limitation to the right anterior circulation with collateralization from the left anterior circulation as well as posterior circulation. Percentage of stenosis was stable since 6m angiography. % stenosis not recorded ¿ severe per site. 6m & 12m angio showed >75-100% stenosis per core lab reading.

Manufacturer narrative:
B1 - adverse event/product problem - corrected to adverse event and product problem. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Information provided indicated that six month follow up imaging , it is noted that patient has 50-75% stenosis within flow diverter - reviewer #2. Additional information provided by the customer indicated the total procedure time was 163 min. At pre-procedure angio showed parent artery stenosis was 0-25%. The anatomical location being treated was the carotid artery-clinoid (c5 segment). There was no reported medical intervention performed to treat the stenosis, stenosis per core lab reading. After reviewing the core lab report, it was noted that reviewer #1 has assessed 75-100% stenosis within flow diverter at the 6month follow up imaging. Therefore both core lab reviewers now have assessed the stenosis at 6 months in this subject and determined that it is >50%. After reviewing the march core lab report it was reported that the patient has 50-75% stenosis within flow diverter noted at the 12month follow up imaging and also thromboembolism assessment indicated ¿non-occlusive thrombus in parent artery within the surpass evolve flow diverter¿ per reviewer #1 assessment. Additional information received on 4-oct-2023 -the subject was found with >50-75% stenosis at 6 mo and 12mo as reported previously. In addition, there is significant but stable fishmouthing which is causing severe stenosis that is flow limiting at the distal end of the stent, since prior angiography per information from the site. Additional information received on 15-nov-2023 reported that patient experienced migraine pain on the right side on 20-sep-23. Pain worse 21-sep-23. A diagnostic (interventional) procedure was performed (dsa). Diagnostic procedure result shows presence of persistent distal in-stent reactin and stenosis with flow limitation to right anterior circulation demonstrated by collateralization from left. Additional information received on 06dec2023 reported the presence of persistent significant distal reaction from fishmouthing with in-stent stenosis causing flow limitation to the right anterior circulation with collateralization from the left anterior circulation as well as posterior circulation. Percentage of stenosis was stable since 6m angiography. % stenosis not recorded ¿ severe per site. 6m & 12m angio showed >75-100% stenosis per core lab reading. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. While there are a number of potential causes for the reported defect of stent tapering, and as review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the as reported 'stent tapering'. As a product related root cause does not apply and the resulting defect issues are due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to the as reported events of 'patient vessel thrombosis', 'patient parent vessel stenosis' and 'patient headache serious'.

Manufacturer narrative:
B5 - executive summary - updated. H6 clinical signs code grid - updated. H6 health impact code grid - updated. H6 device code grid - updated. H6 conclusion code grid - updated. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Information provided indicated that six month follow up imaging , it is noted that patient has 50-75% stenosis within flow diverter - reviewer #2. Additional information provided by the customer indicated the total procedure time was 163 min. At pre-procedure angio showed parent artery stenosis was 0-25%. The anatomical location being treated was the carotid artery-clinoid (c5 segment). There was no reported medical intervention performed to treat the stenosis, stenosis per core lab reading. After reviewing the core lab report, it was noted that reviewer #1 has assessed 75-100% stenosis within flow diverter at the 6month follow up imaging. Therefore both core lab reviewers now have assessed the stenosis at 6 months in this subject and determined that it is >50%. After reviewing the march core lab report it was reported that the patient has 50-75% stenosis within flow diverter noted at the 12month follow up imaging and also thromboembolism assessment indicated ¿non-occlusive thrombus in parent artery within the surpass evolve flow diverter¿ per reviewer #1 assessment. Additional information received on 4-oct-2023 -the subject was found with >50-75% stenosis at 6 mo and 12mo as reported previously. In addition, there is significant but stable fishmouthing which is causing severe stenosis that is flow limiting at the distal end of the stent, since prior angiography per information from the site. Additional information received on 15-nov-2023 reported that patient experienced migraine pain on the right side on (B)(6) 2023. Pain worse (B)(6) 2023. A diagnostic (interventional) procedure was performed (dsa). Diagnostic procedure result shows presence of persistent distal in-stent reactin and stenosis with flow limitation to right anterior circulation demonstrated by collateralization from left. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. While there are a number of potential causes for the reported defect of stent tapering, and as review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the as reported 'stent tapering'. As a product related root cause does not apply and the resulting defect issues are due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint.

Event description:
It was reported that post procedure with the flow diverter six month follow up imaging reveled that subject has 50-75% stenosis within subject flow diverter. As per site reporting, pre-procedure angio performed showed 0-25% parent vessel stenosis. No additional information is available. On (B)(6) 2022: it is reported that reviewer #1 has assessed 75-100% stenosis within flow diverter on six month follow up imaging. Therefore both revivers (1 and 2) have assessed the stenosis at 6 months in this patient and determined that the stenosis is >50%. Additional information received on 3-apr-2023 reported that the patient has 50-75% stenosis within subject flow diverter noted at the 12month follow up imaging and also the thromboembolism assessment indicated of a non-occlusive thrombus in parent artery within the subject flow diverter as per reviewer #1 assessment. Additional information received on 4-oct-2023 reported that the patient was found with >50-75% stenosis at 6 mo and 12mo as reported previously. In addition, there is significant but stable fishmouthing which is causing severe stenosis that is limiting flow at the distal end of the subject stent. No neurological deficit was reported due to the reported event. No re-treatment was conducted. Additional information received on 15-nov-23 reported that patient had adverse event ae# 2 migraine that started (B)(6) 2023, pain on the right side. Pain worse (B)(6) 2023 and stopped on (B)(6) 2023. Ae outcome - recovered/resolved. Patient was given metoclopramide: 5 mg-once-I/v, risperidone: 3 mg - once-oral, zolpidem: 10 mg- qd- once a day-oral. This ae is not related to the study procedure, dapt,other stryker devices, disease under study, possibly related to study device and underlying condition or disease. No other information is available.

Event description:
It was reported that post procedure with the flow diverter six month follow up imaging reveled that subject has 50-75% stenosis within subject flow diverter. As per site reporting, pre-procedure angio performed showed 0-25% parent vessel stenosis. No additional information is available. 1-dec-2022: it is reported that reviewer #1 has assessed 75-100% stenosis within flow diverter on six month follow up imaging. Therefore both revivers (1 and 2) have assessed the stenosis at 6 months in this patient and determined that the stenosis is >50%.

Manufacturer narrative:
B5: executive summary - updated. D4: expiration date - added. H4: manufacturing date ¿ added. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Information provided indicated that six month follow up imaging , reviewer #2 it is noted that patient has 50-75% stenosis within flow diverter. Additional information received on 1-dec-2022 noted that reviewer #1 has assessed 75-100% stenosis within flow diverter at the six month follow up imaging. Therefore both core lab reviewers now have assessed the stenosis at 6 months in this subject and determined that it is >50%. At pre-procedure angio showed parent artery stenosis was 0-25%. The anatomical location being treated was the carotid artery-clinoid (c5 segment). There was no reported medical intervention performed to treat the stenosis, stenosis is per core lab reading. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to the as reported 'patient parent vessel stenosis' in this complaint.